Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and traced of blood in the inner lumen. The sheath was returned over the membrane. Two kinks were observed on the catheter approximately 74.2cm and 41.6cm from the iab tip. The optical fiber was found to be broken approximately 17.5cm from the iab tip. The evaluation confirmed the reported problem. However, we are unable to determine how this failure may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. Troubleshooting was unsuccessful. The customer was able to switch over to the inner lumen successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: manager. Initial reporter full name: (B)(6). Additional reporters: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).